Event description:
It was reported use of non-compatible syringe (brand: aerogen 60ml, labeled as ¿for continuous nebulization only¿) with alaris system. There was patient involvement but no harm. The customer is requesting the manufacturer to make this syringe compatible with alaris system.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.